Event description:
It was reported that during implant attempt, the physician cut the lead while suturing and it 'is stuck in the patient'. The physician felt that the lead was so deep in the pocket, they were unable to remove it and further attempts would be too much of a risk to the patient. The physician believes it is ok to leave the lead where it is. A new lead was successfully implanted and the patient was kept in the hospital an extra day. The plan is to have more frequent follow-ups and x-rays. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.